Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that exhibited post paced t-wave oversensing on the ventricular lead. Device was reprogrammed successfully. Patient will continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.